Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing. Manufactured date: 10-2015.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/08/2024, it was reported by a sales representative via sems- (B)(4) that an ar-6480 dw arthroscopy pump touch screen did not work properly. It acted like something was pushing lavage and kept switching in and out of lavage mode on its own. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: the complaint allegation is confirmed. The lcd touch screen requires excessive force to function. Physical damage was found to display board, both door cover's, top cover, bottom cover, and bezel. See vendor evaluation. Complaint confirmed. Lcd touch screen requires excessive for to function. Physical damage was found to display board, both door cover¿s, top cover, bottom cover, and bezel. Both inflow and outflow motors require an upgrade and are under performing at 1300 ml¿s per minute and noisy at 88 db¿s. There are also 4 missing bumpers and software label requires an update from v1.8 rev. 22 to v1.8 rev. 24. It is recommended to replace 4 missing cables, inflow and outflow motors, modify chassis, replace lemo connector, proximity sensor, display board, lcd touch screen, top cover, bottom cover, bezel, both door covers, and bumpers. Update software label from v1.8 rev. 22 to v1.8 rev. 24 and recertify the device.